Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor alarmed for low pressure before using the ventilator. There was no patient harm. A leakage in the internal tubing of the compressor was reported. A third party at the hospital was hired for the repair. No part was returned and no further information has been received. The evaluation of the connected ventilator's device logs shows pre-use check gas supply tests on the reported date of event where the air pressure is low. This indicates a problem with the air pressure supply. Leaking compressor tubing may lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. The conclusion in this matter is that the compressor internal tubing was defective. As no goods were returned for investigation, the root cause of why the internal tubing leaked could not be determined.